Event description:
Atrial bipolar and unipolar lead impedances are stable with bipolar around 450ohms and unipolar around 200 ohms. Care alert showed atrial unipolar lead impedance value of 190 ohms." Lead manufactured by st. Jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).